Event description:
A malfunction alarm occurred with the pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction within the last 24 hours, so technical support provided instructions and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support if the issue happened again.